Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2021-17470. It was reported the patient's ipg site wound not healing properly. As a result, the extensions were explanted and replaced to address the issue.